Manufacturer narrative:
The stimloc burr hole cover was returned. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Stimloc screw thread damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082215217a, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the stimloc screw was blunt. The surgeon wasn't able to get the stimloc screws to secure into the bone. No contributing factors were known and no troubleshooting was performed. They used another stimloc, which secured without a problem. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.